Manufacturer narrative:
The patient's sample was provided for an investigation. The investigation reviewed the system's alarm trace and concluded the customer has acceptable sample quality and no hardware issues. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ft4 iii assay, roche diagnostics cobas elecsys anti-tpo, roche diagnostics elecsys anti-tg, and elecsys anti-tshr results for one patient tested on two cobas 8000 e 801 modules. The serial numbers for the e 801 modules were (B)(4). The patient's elecsys results were reported outside the laboratory. The patient's physician questioned the reported results as the results did not fit the patient's clinical picture. The customer sent the patient's sample to a different laboratory and the sample was tested on an unknown roche analyzer "and had similar results." The patient's sample was sent to another laboratory and tested on a "presumably" siemens analyzer. The customer confirmed the results were within the normal reference ranges, but additional information was requested but not provided. This medwatch is for the anti-tg assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. Refer to the medwatch with patient identifier (B)(6) for the anti-tpo assay. Refer to the medwatch with patient identifier (B)(6) for the anti-tshr assay.

Manufacturer narrative:
The customer's calibration and qc results were requested but not provided. The investigation reproduced the customer's elecsys ft4 iii and ft3 iii results. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. Updated medwatch field d4- expiration date